Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Upon further follow up with the customer, it was reported that although the customer is trained in following the instructions for use (IFU) and there was no delay in performing the pre-cleaning steps, it is possible that sufficient brushing was not performed. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be conclusively specified. It is likely, however, that the material remained because the reprocessing steps performed at the user facility deviated from the IFU. The event can be detected and prevented by handling the device in accordance with the following IFU: gif-q150 operation manual chapter 3 " preparation and inspection" shows how to detect the event. Gif-q150 reprocessing manual chapter 3 "cleaning, disinfection and sterilization procedures" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported event was found during a diagnostic endoscopy and the patient was referred to another hospital.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition to the reportable findings documented in b5, non-reportable findings are as follows; image guide protector was sticky, universal cord was stained, protector of universal cord on suction connector side was sticky, plastic distal end cover was shaved, bending section cover had discoloration, adhesive on bending section cover was detached, due to adhesive peeling on bending section cover, insulation resistance value at distal end did not meet the standard value, switch 1, grip, control unit, and connecting tube had a scratch, scope cover had a dent, due to wear of angle wire, bending angle in all directions did not meet the standard value, the play of r/l knob was out of the standard value, and the play of u/d knob was out of the standard value, due to clogging of air/water tube, air supply volume did not meet the standard value, due to clogging of nozzle, water removal ability does not meet the standard value, and protector of universal cord on control section side had a stain. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1/address: (B)(6) hospital, (B)(6), (added due to character limitation in respective field).

Event description:
The customer reported to olympus, the gastrointestinal videoscope angulation control knob feels loose. The issue was found during an unknown procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign matter on the nozzle. The device was reprocessed at the customer site prior to pick up. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.